Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from an MRI tech regarding a patient who was implanted with a neurostimulator for other pain indications-other. It was reported that the patient experienced a sudden neck pain. It was unknown if the symptoms were related to the device/therapy or not. There were no reports of device issues or allegations and there were no further complications reported.